Event description:
It was reported that during a ptca treatment procedure of a 95% stenotic lesion in the proximal left anterior descending coronary artery, the balloon was suspected to have ruptured. The physcian used a .014" trooper ptca guide wire, wiseguide 7 fr fl4 guide catherter, but the type and size introducer sheath and which inflation device was used are unknown. The suspected balloon rupture occurred when the balloon was initially inflated to 12 atms. The physician changed to a different balloon catheter to successfully complete the case. No patient injuries or complications were reported.